Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited a lead safety switch (lss) for high out-of-range (oor) pacing impedances of greater than 2000 ohms. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.